Event description:
Account states that they are seeing erratic calcium results. Incorrect results were not used to guide therapy. The field service representative found the reagent and sample probes were misaligned and repaired the instrument by aligning the probes.